Manufacturer narrative:
The reference (B)(4) has been allocated to this case by rayner. The event description provided states that the haptic broke during implantation necessitating lens explantation. A back-up lens was implanted successfully in the original surgery session. No product return has been received by rayner in this case. During transport and preparation for surgery it is possible for the lens to move in the preloaded cartridge ('storage' state). The position of the lens can also be affected if the lens is removed from the blister tray prior to viscoelastic being inserted and the flaps secured (note: removal of the injector before the completion of these steps is a deviation from the IFU). It is therefore extremely important that sufficient ovd is injected into the ovd port in line with our instructions for use ("apply sufficient ovd to completely fill the cartridge" - equivalent to approximately 0.3ml). Using the correct amount of ovd ensures that enough force is generated to mechanically move the iol down into the bottom of the chamber ready for folding. Too little, or no ovd can lead to misalignment of the lens and in a very small number of cases (estimated to be less than 2%), a failed or damaged injection. It should also be noted that injecting ovd into any other part of the rayone injector (e.g., including directly into the nozzle tip) is not described in the IFU and could cause the iol to become misaligned and/or lead directly to injection issues. There is insufficient information/evidence available to establish the root cause of haptic breakage in this case. Our review of production records for the rayone emv rao200e batch 11118063 showed that all manufacturing and quality checks were conducted with successful results. All devices released for distribution from this batch were within tolerance, met specification criteria and were without defects. A review of existing vigilance data confirms that this is an isolated event. No other incidents, of any type, have been received against the rayone emv rao200e batch 11118063.

Event description:
On (B)(6) 2022, rayner intraocular lenses limited received notification from a (B)(6) healthcare facility of an event that occurred during use of a rayone emv rao200e. The event description provided states ".the first lens I inserted came out of the nozzle without the trailing haptic despite I made sure there was double click when closing the cartridge and plenty of visco in there. So I had to remove it and use the second one".